Event description:
Customer reports that she felt the pump pinch her and then saw blood due to her nipple ripping. Customer has not yet confirmed if any medication was prescribed. Customer complaint reported from us.